Manufacturer narrative:
The old wooden handle cup impactor chipped during surgery. Examination of the returned device confirms wear out. The secondary etch on the instrument confirms it was previously reconditioned. Design enhancements have been made to this instrument since this revision. No product problem identified. Corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The old wooden handle cup impactor chipped during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.